Event description:
It was reported that a patient underwent an open umbilical hernia repair on (B)(6) 2009 and mesh was used. On (B)(6) 2013 it was noted that the patient had a recurrent hernia. The defect was repaired on (B)(6) 2013 with an unknown mesh.

Manufacturer narrative:
Additional narrative: it was reported that during the reoperation, the initial hernia defect had remained the same and the mesh had shrunk in size. The surgeon opines that the shrinking of the mesh led to the recurrence of the hernia. The patient was last seen on (B)(6) 2013 at that time the patient had no evidence of recurrence or any further complications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.